Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device was shooting an electric shock and a pain sensation down to her knee, and her big toe on the right side at a quick rate. It was noted that the implantable neurostimulator (ins) was turned off when she felt the shocking and pain; the patient charged the week prior to the report and then turned off the ins. There were no trauma/falls reported that could be related to the issue. It was also noted that the patient had recent medical test or emi environmental exposure when they had epidurals and some teeth pulled. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The patient was implanted for spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.